Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (internal clock failure) has been confirmed. Upon investigation, the cause for the failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor internal clock was not functioning.